Manufacturer narrative:
The device was returned to olympus (B)(4) (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Suction channel: pseudomonas aeruginosa and serratia marcescens (the total is >150 cfu/20ml, 8 cfu/ml) instrument channel: serratia marcescens (>150 cfu/20ml, 8 cfu/ml) the device had been reprocessed with an olympus automated endoscope reprocessor model minietd2, using peracetic acid. The user facility requested that the device's suction channel and instrument channel be inspected for cracks. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No deviation in the reprocessing procedure from the IFU was detected. The evaluation by an olympus customer service in switzerland confirmed some physical damages of the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.